Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed pharmguard server deployment. The customer stated they started seeing line across the screen and keeps beeping, they can't stop it even if they use the silent button or remove the battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Additional information was received. The customer stated the issue happened at the time the pump was pulled from storage and was being set up for use. It was sent to biomed since the beeping and blank screen with a line across would not allow the nurse to set up the pump. The nurse simply pulled a different pump to initiate patient care; and the non-working pump was not involved in any type of patient care incident.

Manufacturer narrative:
Device evaluation: tamper seals were both broken, chipped top case corners, cracked bottom case by l-bracket, right plunger case and battery door. Unable to review event history log due to blank screen with constant alarm. Power up process was done: blank screen with constant alarm at power up. Incomplete update process by customer. Uploaded software from base to head of the pump to solve the reported problem. Performed power up process, preventive maintenance (pm) and all functional tests which passed. It was determined that blank screen with constant alarm was caused by incorrect process for software update by customer. Software was updated to v1.6.4 which resolves the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.